Manufacturer narrative:
Device not returned for evaluation. Cannot be reliably determined, device was not returned for evaluation. Device was not retuned for evaluation. Device not returned.

Event description:
The tip of the guided angle awl form the irix-c system broke off during surgery on (B)(6) 2015. The representative and complainant from backbone medical reported that there was no delay in surgical time and there was no injury to the patient. If the awl is received back for investigation or any further information is received this report will be amended at that time.